Manufacturer narrative:
Field service engineer traced problem to a loose video connection in the lf-05 video distribution box. Fse re-secured connection, checked for proper operation and completed a checkout of the system per the hut service checklist. Unit passed checkout procedures and was returned to full service by the customer. A review of cts shows unit has had no similar issues.

Event description:
On (B)(6): customer reports fluoro can not be seen on the monitors in the urology suite. Customer did not provide any pt or procedure info other than to say, pt procedure was completed, no injury to report.